Event description:
Four patients presented with very high intracranial pressure (icp) readings (60-80 mmhg) post implantation. These reading were not accepted by the neurosurgeons. The patients were sent for CT scan/magnetic resonance imaging and appeared to have "plenty of space". Upon removal, one of the 110-4b catheters was found to be "bent". The issue increased the time for following patient pressure. Additional information received on 24jan2017 with the following: the monitor was changed multiple times for the four patients who had the catheter placed due to head trauma but the icp reading was still elevated. No patient injury was reported. As a precaution, all 8 of the customer's cam02 monitors will be sent to the manufacturer for evaluation. Linked to mfg. Report numbers: 2023988-2017-00005, 2023988-2017-00006, 2023988-2017-00007, 2023988-2017-00008, 3006697299-2017-00024, 3006697299-2017-00019, 3006697299-2017-00020, 3006697299-2017-00021, 3006697299-2017-00022, 3006697299-2017-00023, 3006697299-2017-00025.

Manufacturer narrative:
Investigation completed 4/10/2017. Method: DHR review, trend analysis, evaluation of video. Date of manufacture: 2013- dec. The DHR review was completed for cam02 monitor serial number (B)(4). The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history review: the service history review verified no anomalies that could be associated with the complaint were observed. Based on the complaint reported, a review of the customer complaints was competed using the following key words ¿reading high values¿ in the search criteria. The review encompassed dates 23-jan-16 to 21-feb -17. A total of (B)(4) complaints were reviewed of which there are 11 complaints which contained the search criteria. A review and analysis of the complaint reports was completed and is documented to ascertain if the complaint root cause analysis identified is related per this complaint (B)(4). Additionally, the review verified (B)(4) is the single complaint occurrence for serial number (B)(4). Rate of occurrence: during the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors combined was calculated as (B)(4) usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (11) can therefore be calculated as (B)(4) (occasional) of procedures. The product was returned to the service center; however, the evaluation was unable to conclusively verify the complaint as valid. The product was verified as performing to specification. The service report confirmed the returned accessories were tested and verified as performing to specification ¿ thus not considered the cause of the complaint incident. The service center comment ¿calibration and final test to be performed¿ is related to the annual service calibration required for the monitors per the user guide instructions. The recalibration is not considered related to the complaint incident since the monitor was verified as performing to specification during the recalibration activities. Conclusion: the product was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed; the cam02 monitor is not considered the cause of the complaint incident.